Manufacturer narrative:
Further requests for the serial number have been performed, however at this time, no additional information is available. If further details are provided, a supplemental report will be submitted. Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced discomfort and pain after the implant procedure. The patient was admitted to the health care facility for further evaluation. At this time, no changes have been performed. It was clarified that at this time, the condition of the patient is good. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced discomfort and pain after the implant procedure. The patient was admitted to the health care facility for further evaluation. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported. Further requests for the serial number have been performed, however at this time, no additional information is available.